Event description:
An outside law firm reported a vena tech ivc filter was implanted on or after august 17, 2000. The purpose of implanting the filter was to prevent the claimant from thromboembolic events after a motor vehicle accident on or about (B)(6) 2000. On (B)(6) 2022, the plaintiff's attorney alleges that the claimant underwent a percutaneous procedure to remove the vena tech ivc filter which was tilted, perforating the ivc wall and infected. The vena tech ivc filter fractured and a piece embolized into the caval wall where it remains to this day.